Event description:
It was reported that the device experienced an electrical reset and was set at vvi65 mode at device interrogation. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the product was returned and analysis was inconclusive. In addition, performance data collected from the device was received and analysis of the device memory indicated a power on reset occurred.

Event description:
Further information was received, which indicated the device exhibited a second hard reset, or power on reset (por). The device was interrogated and consequently reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis indicated an illegal address por occurred twice on 2015 (B)(6). It was noted a write to locked ram power on reset (por) occurred 2015 (B)(6). The analyst commented the initial battery voltage following por was 1.749v.